Event description:
This report is being filed after the subsequent review of the following journal article. Norris, r., bhattacharjee, d., & parker, m. J. (2012). Occurrence of secondary fracture around intramedullary nails used for trochanteric hip fractures: a systemic review of 13, 568 patients. International journal of the care of the injured, 43, 706-711. The current choice for trochanteric hip fractures treatment is a sliding hip screw (shs). This is due largely to the low incidence of complications. The intramedullary proximal femoral nails are an alternative treatment. These implants have been associated with a risk of later fracture around the implant. The purpose of this study was to see if there have been any improvements to intramedullary nails to reduce the incidence of secondary fracture around the distal tip of the nail. Data related to 13,568 patients was analyzed from 89 studies from 1980 to 2010. This data focused on the amount of post operative secondary femoral shaft fracture following the use of intramedullary nails in the fixation of trochanteric hip fractures. Secondary fracture around a proximal femoral nail is one of the most significant of fracture healing complications. It is suggested that continuing design changes to this method of fixation has decreased the risks of complications occurring. Seven patients with the proximal femoral nail antirotation had secondary postoperative fractures no indication of malfunction with the device. This report is for 1 device not sufficient information to file multiple reports.

Manufacturer narrative:
Device is used for treatment not diagnosis. Norris, r., bhattacharjee, d., & parker, m. J. (2012). Occurrence of secondary fracture around intramedullary nails used for trochanteric hip fractures: a systemic review of 13, 568 patients. International journal of the care of the injured, 43, 706-711. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.